Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella automated impella controller (aic) screen was showing a purge connection failure while supporting a patient implanted with an impella cp. The aic was exchanged and no patient harm was reported.